Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting three intraocular lenses (iol), the cartridges split. The lenses were implanted without difficulty. Additional information was requested.

Manufacturer narrative:
Additional information provided in d.4., g.1., g.2., and h.4. The manufacturer internal reference number is: (B)(4).